Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the eclipse blood collection needle with/ pre-attached holder leaked blood from the rubber sleeve when the tube was detached. No mucous membrane exposure. The needle was removed. No needle stick injury occurred. No sample returned for evaluation.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.